Manufacturer narrative:
The smiths medical cadd-solis vip pump was returned and it was noted that there was a tamper seal missing on the keypad and lens was damaged. There was evidence of the issue in the event log. The pump was found to occasionally go above max pressure specifications. It was determined that the downstream occlusion sensor was out of calibration. It was unable to determine who caused the issue.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump failed an occlusion test. There were no reported adverse events.